Manufacturer narrative:
It was reported that the ventilator failed pre-use check tests. Identification of issue has been done by analyzing problem description and service report. There was no patient involvement. According to the information provided by the technician, the following tests failed: internal leakage test (with message "system volume too small"), pressure transducer test and flow transducer test. The air and o2 gas modules were detected as faulty and were replaced. The issue has been resolved and the device was delivered to the user in working condition. The air and o2 gas modules regulate the inspiratory gas flow and gas mixture. The faulty gas module may lead to stop of ventilation, low o2 or high pressure. In order to conduct further analysis of the case, more detailed information is required. Unfortunately, neither the device log nor the claimed part were available for further analyze. Therefore, the root cause to the reported issue has not been determined. The correction of field usage of device was required. This is based on the internal evaluation. Previous usage of device: unknown. Corrected usage of device: reuse.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test, pressure transducer test and flow tranducer test during pre-use check. There was no patient involvement. Manufacturer's reference. #: (B)(4).